Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure date. Please provide lot number.

Event description:
It was reported that the patient underwent excision of high anal fistula on (B)(6) 2020 and suture was used. The suture broke when sewing in the surgery. Changed to another device to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/04/2020. The following information was requested, but unavailable. It was stated all answers are unobtainable. Was there any adverse consequence associated with the patient? Please provide procedure date. Please provide lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.